Manufacturer narrative:
Method: the electronic history file from the actual device was evaluated. The review identified that on the date of the reported rescue attempt, the unit was powered on and off multiple times, but it is not clear whether these events were caused by the unit or by the user. The electronic history file from this record is continuing to be evaluated. Based on the review of the electronic history, the actual device, battery pack and defibrillation pads used during the event were requested in order to aide in the investigation. To date, neither the device nor the accessories associated with this complaint have been received and no additional information is known. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, it was reported that an AED was deployed for an event and the unit powered down. It was also reported that after it was re-started, this sequence was repeated three more times.